Event description:
Note: this report pertains to the second of two resolution 360 clips used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy from the catheter and could not rotate. Another device was used with the same problem. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
Note: this report pertains to the second of two resolution 360 clips used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy from the catheter and could not rotate. Another device was used with the same problem. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone, and occupation) has been updated based on the additional information received on november 5, 2024. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.